Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons are unresponsive) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was an open connection due to a cut in the response button ribbon cable. The root cause for the cut response button ribbon cable could not be positively identified. No adverse events occurred from the defective response button.